Event description:
It was reported that the arctic sun device were not cooling during the tank sanitation due to defective mixing pump. No water deliver to chiller tank. Installed in-house (tested) mixing pump cool down the water and completed the tank sanitation. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device were not cooling during the tank sanitation due to defective mixing pump. No water deliver to chiller tank. Installed in-house (tested) mixing pump cool down the water and completed the tank sanitation. Completed the 2000-hour preventive maintenance procedure on the device.